Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 4.9cm in diameter abdominal aortic aneurysm. The proximal neck was 15 mm in diameter and 19 mm in length. The left common iliac artery was 11-10 mm in diameter and the right common iliac artery was 8-7 mm in diameter. The right and left femoral arteries measured 6 mm in diameter. It was reported that on the final angiogram showed contrast slowly entering the aaa sac. The catheter pulled into graft to prevent sma filling and showed pulsatile contrast entering slowly at the level of the flow divider. The physician believes the endoleak will self-resolve and the patient will be evaluated at the 30 day follow up. The physician does not know the cause of the event. No clinical sequelae were reported and the patient is being monitored.